Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, the device was used successfully to complete a sphincterotomy in the patient's common bile duct. Prior to removing the device from the patient it was discovered that the cutwire had broke; no part of the cut wire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire that is attached to the anchor at the distal pierce hole was missing/ not returned. During analysis, the retracted cut wire was pushed out of the extrusion through the proximal pierce hole. The broken cut wire appeared burnt/blackened. The outer diameter of the exposed cut wire was measured and met specification. The total length of the exposed wire measured 8 mm indicating that a section of the broken cutting wire measuring approximately 10 mm to 14 mm, had detached from the anchor at the distal pierce hole. It is not known if the cut wire fragment detached from the device during removal of the tome from the scope or during the handling/packing of the device for return. It has been confirmed by the customer that no part of the cut wire fell into the patient. The condition of the returned unit was consistent with the complaint incident that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so the break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, during the procedure, the device was used successfully to complete a spincterotomy in the patient's common bile duct. Prior to removing the device from the patient it was discovered that the cutwire had broke; no part of the cut wire fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.